Event description:
It was reported that the right ventricular (rv) lead showed high threshold. A chest x-ray was performed, showing the lead had moved and was within the coronary sinus. The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, pacemaker, (B)(6) 2013; 5076-52, implantable pacing lead, (B)(6) 2013. (B)(4).